Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor, force sensor, and keypad assembly. Device also heats up due to moisture damage. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was 256 mg/dl at the time of the incident. Troubleshooting steps were guided for blank display screen. Customer stated that, the display was blank less than 30 seconds and display is blank currently. Display did not return after pump restart. Once battery was replaced pump has stayed blank. Battery compartment is wear it is warm to the touch. Insert battery alarm did not display on the pump screen. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.